Event description:
Clinical study. It was reported that 49 days after a coronary artery drug eluting stenting procedure, the pt required a target vessel reintervention (tvr). The index procedure treated a denovo target lesion located at proximal left anterior descending artery (prox lad). Target lesin characteristics were not provided. The physician treated the lesion with predilation and successful placement of a taxus express2 3.00x20mm drug eluting stent. There were no reported complications. The pt was discharged the next day on aspirin. Fourty nine day after the initial procedure, the pt required a tvr at the 1st diagonal branch. The pt was on aspirin and plavix at the time of the event. No further info was provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.